Event description:
While performing preventive maintenance, the tech found the bed exit was not going off.

Manufacturer narrative:
The tech found the bed exit tape switch was bad. The tech replaced the bed exit tape switch to repair the bed.